Event description:
Information was received that the medfusion 3500 pump displayed force sensor test failure. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition but one of the rubber feet is missing. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The force was out of specifications at 5lbs count was at zero as a result of normal wear and calibration drift. After the device was recalibrated the issue was resolved. Additionally, the rubber foot was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.